Event description:
It was reported that during the surgery on (B)(6) 2014 that the drill didn't go through the guide and the surgery was delayed 20 minutes due to the misalignment. There were no parts that broke, but rather the 'integrity of the metal or plastic' parts that didn't successfully line up and connect. The surgery was reported to have been successfully completed. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested for the unsterilized part. The manufacturing location, date of manufacture and expiration date were supplied for the sterilized part as part of the device history review for the final sterilized product release. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.